Event description:
Customer called and reported that last night on (B)(6) 2009, he tested his blood glucose and our meter gave him a reading of 180. He took his insulin based on our results. That night he was ill and required treatment from paramedics at his house. He had an insulin reaction. Paramedics took a glucose reading at the scene and reported that his blood glucose was 33. Today he ran a control for the first time and control was out of range.

Manufacturer narrative:
Sent replacement meter, test strips and control on (B)(6) 2009. Request device in question return in self addressed envelope that was provided to customer. Did not receive meter.